Event description:
Prior to a makoplasty uni-condylar knee replacement procedure the makoplasty specialist attempting to complete the pre-surgery check and was receiving a connection error. The surgeon decided to converted the surgery to a total knee arthroplasty.

Manufacturer narrative:
Connection errors occur when data transmission is interrupted anywhere along the transmission chain often this occurs at a fiber optic cable and receptacle due to dirty or misaligned fibers. A CAPA is on-ongoing to provide a solution of bypassing the fiber optic connections between the guidance module and rio arm and between the guidance module and camera stand.